Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. Based on a review of available complaint information and an evaluation of the available sample evidence, the following was concluded: the complaint of a damaged stylet was confirmed. The product returned for evaluation was one tls 3cg stylet. The returned product sample was evaluated and confirmed to be broken. The following observations were made which were consistent with this failure type: ¿ microscopic examination revealed deformation of the stylet tubing at magnet edge(s) microscopic examination revealed localized delamination of the stylet tubing at the damage site(s), indicative of tubing kinking/folding. Kinking of the surrounding stylet tubing, located at magnet interface(s). This additional stylet kinking resulted in a general curl in a similar direction. Measurements of the stylet tubing, stylet core wire, and magnet were taken and confirmed to be within specifications. Although the break in the wire could be confirmed, the root cause could not be determined through examination of the returned sample. The observed features were indicative of circumstances which included stylet kinking, likely during the insertion process. It appeared that additional unidentified factors may have also contributed.

Event description:
It was reported by the customer, "we recently had an incident related to the powerpicc where all or a portion of the guidewire tip broke off during insertion, unfortunately the incident resulted in patient harm." No other information was provided.

Event description:
It was reported by the customer, "we recently had an incident related to the powerpicc where all or a portion of the guidewire tip broke off during insertion, unfortunately the incident resulted in patient harm." No other information was provided.

Manufacturer narrative:
The date of event was not provided by the complainant/reporter, the date reflected in this report is the date bd became aware of the event. The manufacturer has received the sample and will evaluate. Results are expected soon.